Event description:
Pt changed from other ventilator to servo I which began reading high peak pressures 35-40cmh2o, spo2 began to fall. Pt immediately removed from ventilator and hand ventilated with spo2 recovering quickly. Pt placed on other servo I which operated properly. It was determined that the alarm limits were set too low.